Manufacturer narrative:
Additional, changed, and/or corrected data: b.6, d.4, d.6a, d.6b, h.4, h.6. Device evaluation: device photograph(s) for the device related to the reported event of hematoma and rupture requested on may 28, 2024. Lot number 2501998 can be observed on the device. Visual analysis of the photographs identified: ¿ hematoma: unable to observe since it is not related to the device. ¿ rupture: observed but cannot perform an assessment of the opening as no microscopic analysis can be performed. No additional observations are performed. No further actions are required as no manufacturing issues are observed.

Event description:
Healthcare professional reported left side rupture. Device has been explanted and replaced with non-abbvie device.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported left side rupture. Device has been explanted and replaced with non-abbvie device.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: rupture-breast: observed, broken device assessed, as unidentified (tear) opening (shell thickness within specification). Hematoma-breast: unable to observe, since it is not related to the device. As per the investigation procedure: creases and particles were completed. And none of the observations are found to be potentially related to the manufacturing process, no further actions are required.

Event description:
Healthcare professional reported, left side rupture. Device has been explanted and replaced with non-abbvie device.

Event description:
Healthcare professional reported left side rupture. Device has been explanted and replaced with non-abbvie device.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted.

Event description:
Healthcare professional reported left side rupture. Device has been explanted.

Manufacturer narrative:
Correction to g.3. Aware date of supplemental medwatch #1. Aware date should have been listed as 21may2024. Correction to g.3. Aware date of supplemental medwatch 3. Aware date should have been listed as 23jul2024.